Event description:
It is reported that the end-user developed grayness to the stoma with sloughing to approximately .75% of stoma which is irregularly shaped (cause unknown. It is further reported that the end-user saw a surgeon and an ostomy nurse; a colonoscopy, biopsy and culture were performed with reported results of possible diagnosis of trauma caused by cutting the ostomy opening too small.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Report states complainant called to obtain samples of moldable product, therefore samples were sent as requested. Lastly, end-user was advised to resize barrier. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 08, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.